Manufacturer narrative:
Clarification to (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture. Device status remains implanted.

Event description:
The device has been explanted and replaced.

Event description:
Healthcare professional reported left side rupture. Device explanted and replaced.

Manufacturer narrative:
Continued d10: magnesium 250 mg, multivitamin tablet, sertraline 100 mg. Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, broken device on the radius side assessed as surgical impact opening (shell thickness within specification). Additional observations: stress marks are observed assessed as non-penetrating nick. Creases are observed. Missing shell assessed as inconclusive. No further actions are required as the device was implanted.